Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (model zxt300, +12.0 diopter) was explanted from patient¿s operative eye in secondary procedure because patient was experiencing intolerable rings. Additional information was received and it was learnt that 1 day post op , the patient was noting glare and halos. In order to correct the patient's vision to 20/20, a spectacle prescription of +.37-1.75 x 40 was required. The doctor commented that the symfony lens had moved approximately 20 degrees from position at the end of surgery. Also, this was a myopic outcome as doctor was aiming for plano. Doctor waited for full healing and despite spectacle correction, the patient¿s symptoms of intense halos persisted and explant was performed. The lens was replaced with a non-j&j lens. No incision enlargement, and no patient injury was reported. Patient was in stable condition when discharged. No further information reported.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/9/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.